Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material remained in the air/water-cylinder and air/water-channel was not identified. There was no physical damage at the locations where the foreign material resided. It was unknown whether reprocessing was conducted in accordance with the instruction for use since the customer did not provide any response. A definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection." And the prevention methods in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Three attempts were performed to obtain reprocessing information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was foreign objects in the air/water cylinder and tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.